Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during surgery, small pieces of the sheath at the end of the hook/ dia 5mm 350mm monopolar hook (cev225) fell in the patient but were retrieved and thrown away. It was reported that another device was available for use to complete the surgery. No patient injury or increase of surgery time occurred.

Manufacturer narrative:
The dia 5mm 350mm monopolar hook (cev225) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Definitive root cause cannot be determined. It was noted that the hooks have been sent for repair to a service provider other than integra after-sales service on several occasions. An incorrect repair method may have been applied. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.